Event description:
It was reported a septal hematoma occurred. A left atrial appendage (laa) closure procedure was performed using a watchman fxd curve access system (was). After the transeptal puncture the was advanced into the left atrium and a hematoma on the interatrial septum was identified. The patient remained hemodynamically stable and the procedure was successfully completed. No patient complications were reported.